Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with in stent restenosis. The index procedure treated the target lesion located in the distal right coronary artery (rca). Treatment placed two unspecified taxus express2 study stents. In 2009, a 9 month follow up angiogram revealed a 100 % restenosed, 3.0x20mm lesion in the distal rca. The pt had no anginal symptoms. Treatment performed 3 days later consisted of balloon angioplasty resulting in 25% residual stenosis. A 3.0x33mm, 90% stenosis was also revealed in the proximal rca. Treatment consisted of angioplasty and the placement of a non bsc stent resulting in 25% residual stenosis. The pt was discharged 5 days later in improved condition.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was further reported that the index procedure treated two lesions. The first lesion was a de novo 90% stenosed, 2.75x30mm target lesion located in the distal right coronary artery (rca). Treatment consisted of pre-dilatation, the placement of two 2.75x32mm taxus express2 stents and post-dilatation resulting in 0% residual stenosis. A non-target lesion located in the 1st right posterolateral branch was treated with a non bsc stent. The patient was discharged 2 days later without complications on bayaspirin and panaldine. Corrected information received reported the vessel diameter of the distal rca at the revascularization procedure as 3.0mm, previously reported as 2.13mm. Per the core lab report, the lesions in the proximal rca and distal rca were reported as one lesion in the distal rca. Per the physician, the event was listed as "possibly related' to the study stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Corrected information received indicated the vessel diameter was 2.13mm, not 3.0mm as initially reported. The distal rca lesion was corrected from a 100% restenosis to a 100% thrombus at the distal edge of the stent with timi flow of 0.

Manufacturer narrative:
(B) (4)

Event description:
Corrected information received reported the distal right coronary artery was corrected from a 100% thrombus to a 100% restenosis.